Event description:
Pt experienced headache with the implanted valve. CT scan revealed small subdural hydroma. The valve was subsequently reprogrammed from 120mm h2o to 130mm and then 150mm. The subdural hydroma was still present but the pt experienced improvement with headache, memory, and balance. The surgeon is concerned that the subdural hydroma is related to overdrainage due to-valve malfunction. The device remains in the pt.